Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was in an automobile accident around 7:30 pm on (B)(6) 2011. The episode memory of the device showed a vf episode at 9:28 pm. It is not known if the time is correct on the programmer and therefore, it is not known if the episode occurred before or after the accident.